Manufacturer narrative:
After battery installation, there were numerous vertical and horizontal white lines running across the display. The unit was unable to display text whatsoever. Per visual examination there is a crack in the circuitry located to the left of the lcd controller and below the lcd screen itself. Unable to perform displacement, or self tests due to the cracked circuitry.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the pump was neither dropped nor bumped. The customer reported that during self test there was 2 purple lines appeared. The insulin pump will be returned for analysis.